Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance clinical trial. It was reported that thrombosis occurred. The subject underwent treatment with the ranger drug coated balloon on(B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery extending to mid popliteal artery with proximal reference vessel diameter of 6.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 500 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, pre dilation was performed with 5.0 mm x 240 mm non-boston scientific (bsc) percutaneous transluminal angioplasty (pta) balloon followed by atherectomy performed using 2 mm x 1500 mm non-bsc atherectomy device and non-bsc embolization protection device. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 6.0 mm x 200 mm. Post treatment of target lesion, 6.0 mm x 100 mm non-bsc stent graft was placed and thrombectomy was performed using 2 mm x 1350 mm non-bsc aspiration system. On (B)(6) 2022, during treatment of target lesion, thrombosis was noted after the angioplasty due to ranger drug coated balloon. In response to the event, thrombectomy was performed followed by placement of 6.0 mm x 100 mm non-bsc stent graft. Post treatment, the final percentage stenosis was noted to be 20% and the complication was resolved. On (B)(6) 2022, the subject was discharged from the hospital on clopidogrel.